Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with cephalosporin (intraperitoneally, dose and frequency were not reported) for peritonitis. At the time of this report, hospitalization was ongoing and the patient was not recovered from the event. Dianeal therapy was ongoing. No additional information could be provided because the reporter declined follow up.